Event description:
Patient submitted a voluntary medwatch reporting the following "about one week after receiving breast implants I started struggling with my sleep terribly. I tried over twenty medications in over a decade and nothing worked. There has been so much inflammation in my body that the medications could not even do their job on me. I had complications from breast implants for almost sixteen years until I removed them. Since we were not informed of all of the side effects these implants could cause, no one knew that the problems I was having was due to my breast implants. I have spent over fifteen years suffering with crippling insomnia that has been resistant to treatment and doctors just couldn't find out why, severe gastroesophageal reflux disease (gerd) and doctors didn't know why, palpitations (and doctors didn't know why), extreme fatigue, sob, and so much more. The breast implants ruined all of the twenties and most of my thirties. Now that I have been explanted I'm about eighty to eighty five percent better and looking forward to finally being healthy again as my body continues to heal. I wish I would have been informed of all the potential side effects breast implants can cause. I would have never gotten them if I had been informed and knew that there would be a possibility of me experiencing all of the horrible symptoms I have had due to education not being out for consumers or healthcare professionals my life was ruined for all of those years. It is really unfair." This record is for the right side. The device has been explanted. Healthcare professional additionally reported capsular contracture baker grade IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿capsular contracture baker grade IV.¿